Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet 2 flail and dilated left atrium for a mitraclip procedure. During the procedure, posterior leaflet tore was observed, and it was unable to place the clip. Aortic balloon pump and left side impella was inserted as a result of leaflet tear. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported heart failure, tissue injury, or death. In this case, there was no reported device malfunction associated with the mitraclip g5 cds. Based on available information, the reported tissue injury appears to be related to a combination of challenging patient anatomy and procedural conditions (dilated left atrium, poor condition of leaflets, leaflet tore during procedure). The reported heart failure appears to be related to worsening patient condition, per case details. The reported death was stated to be "acidotic with multiorgan failure", per case details. The reported patient effects of heart failure, tissue injury, and death, as listed in the mitraclip g5 instructions for use, are known possible complications associated with [product] procedures. The reported hospitalization and unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet 2 flail and dilated left atrium for a mitraclip procedure. During the procedure, posterior leaflet tore was observed, and it was unable to place the clip. Aortic balloon pump and left side impella was inserted as a result of leaflet tear. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported. It was reported that patient was deceased.